Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a right shoulder revision to a patient matched product due to unknown reasons. No revision has occurred to date.